Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus india and thing which the examination lamp of the subject device was no problem, omsc surmised there was the possibility this phenomenon was attributed to the using of the ventilation hole blocking by the user. It made difficult to discharge the heat inside the subject device, and it might have occurred that the internal temperature rose. In the case of the front panel blinks, that cause could be the examination lamp failure or the internal temperature of the subject device rise. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device with 4-day observation. But it could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that all leds on the front panel of the subject device were blinking at the preparation for use by the technician of the user facility. There was no report of patient injury associated with this event.